Event description:
Healthcare professional un-reported rupture.

Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported rupture and seroma-late. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture and seroma-late. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, left side rupture and seroma-late. Device has been explanted and replaced with non-allergan device.